Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type product ID tm90t0 serial# (B)(6) product type accessory h6, h7, h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil and baclofen via an implantable pump. Boluses per day: 10. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that they were ¿fighting with the ptm (personal therapy manager)¿ and the external part is not connecting like it should. The patient stated that they have to fight with it and turn if off and on and at some point, last night it was taking her close to an hour to get the ptm to connect to the pump. The agent assisted the patient with clearing the data on the handset and the ptm connected to the devices and the patient was getting the lockout screen. The agent reviewed device function. The patient feels like the pump moved further in. The patient stated they had a few falls and falling a couple of times. The patient was meeting with their healthcare provider to discuss pump replacement because the pump was getting close to end of life. The troubleshooting steps that were taken on the call resolved the issue.